Manufacturer narrative:
Report source: (B)(6). Additional contact information: e-mail: (B)(6).

Event description:
Information was received indicating a pump using cadd administration sets could not be vented. It was reported the issue was detected immediately as the pumps failed to start, the lines were replaced. No adverse patient effects were reported.

Manufacturer narrative:
Report source: (B)(6). Additional contact information: e-mail: (B)(6).

Event description:
Information was received indicating a pump using cadd administration sets could not be vented. It was reported the issue was detected immediately as the pumps failed to start, the lines were replaced. No adverse patient effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received investigation. During the visual inspection the sample received did not present with any obstructions or other workmanship defects. During the functional testing sample could be primed, however some voids in the line were created due to a leak from the air vent of the filter; thus, the failure mode was confirmed. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the facility. No corrective actions are required even when the complaint was confirmed, it cannot be attributed to the manufacturing process.